Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 80-year-old female with worsening cardiogenic shock symptoms was implanted with an impella cp device for mechanical circulatory support. The procedure was tolerated well, however, the patient started to develop limb ischemia and the md decided to remove the pump.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia issue was patient condition related due to history of medical conditions. The patient had known coronary artery disease, pulmonary embolism, deep vein thrombosis, hypertension, diabetes, and cancer.